Event description:
It was reported that the therapy cable connector was jammed and defibrillation therapy could not be administered. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated device and verified the reported issue. Physio replaced the internal therapy connector assembly and observed proper device operation through functional, and performance testing. The device was returned to the customer for use.